Event description:
It was reported that during an l4-l5 lumbar fusion procedure, as the surgeon was doing the final tightening, the collar broke in half, and the nut is damaged. The torque wrench was also damaged while trying to tighten the nut. The surgeon removed the nut and collar and replaced them with a different nut and collar with no further problem. This is report 1 of 3 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned. However, a review of the device history records was performed and no complaint related issues were found. Additional product codes - mni.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. A product development event evaluation was conducted and which included a complete manufacturing evaluation. All data, including raw material inspection, re-inspection and final inspection data from the suppliers was evaluated. Both data and methodology was analyzed which included reviewing the quality inspection versus the qualified operator method and included a review of all non-conforming part reports for the last 2 years. This manufacturing evaluation also included an evaluation of broken collars by an industry leading failure analysis lab ((B)(4) labs) and all machining and tooling processes and programs were reviewed with a focus on the form cutter for grooves. The results of this manufacturing evaluation indicate each process was carried out according to the engineering specifications, and work instructions applicable to each department. In order to isolate the manufacturing process as being a part of the root cause, equivalent uss collars from synthes european operations were made available in the u.s. These collars are interchangeable to the u.s. Released version and function in the same way. The introduction of the collar is intended to provide a duplicate part that was made in a different plant, with different raw material, and inspected and released in a different way; thereby mitigating manufacturing as a potential root cause. A product design evaluation was also conducted. This review focused on the interaction of the collar, and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled, while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the uss collar (without grooves) will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. After a thorough review of all available data on open complaints it has been recommended that no formal field action is required at this time. Conclusion: the overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. This complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. However, no conclusion could be drawn for this specific complaint as the actual device was not returned. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur. Should new data be presented in the future we will react promptly and appropriately to address each case.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
Maude adverse event report, report # mw5024065 was identified by post market surveillance. A copy of the report will be included in this report. This is 1 of 3 reports for complaint (B)(4).